Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g2, g3, g6, h1, h2, h3, h6, and h11 g2- united kingdom no devices or photos were received; therefore, the condition of the components is unknown. Primary operative notes state that no intraoperative complications were seen. Revision operative notes confirm that tibia and femoral components were loose. The tibial component has sunk medially and osteolysis was seen around femoral. Office notes prior to revision surgery state that the patient was experiencing pain, limited rom, and was struggling to walk. X-rays taken during the office visit state that metal work appears intact, increased lucency at the bone prosthesis interface of the proximal tibia and some subsidence of the prosthesis inferior and distally anteriorly into the tibia, consistent with chronic loosening, heterotopic bone formation noted around the posterior aspect of the joint capsule. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. This complaint is confirmed via medical record review. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical product nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 3 item# 00598603701 lot# 63649802. Nexgen articular surface size cd 10 mm height item # 00596403010 lot # 63398354. All poly petella standard cemented size 29 mm diameter 8.0 mm thickness item # 00597206529 lot # 63650839. Palacos r+g 2 x 40 item# 66017589 lot# 86394614. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient was revised approximately six years and three months post implantation due to femoral and tibial component loosening. During the revision both the tibia and femoral implants were found loose, tibia implant had sunk medially, and osteolysis was noted around the femoral component. There is no additional information.